Event description:
The customer reported that the probe of the ortho provue analyzer was dripping. The customer noted a clear liquid above the gel cards and in the patient samples. The run was aborted and the reagents and samples were discarded. The customer indicated that no patient testing occurred. The instrument was taken out of service. Probe issues may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
Shipped date: 03/2009. An ocd field engineer visited the customer site and found that the probe was bent and the wash block/station was cracked. No possible root cause was determined regarding how the probe became bent. The fe replaced the probe, wash station and verified operations to return the instrument to expected operation. Qc testing passed. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).